Manufacturer narrative:
The received device had the cannula assembly deployed. Fluid was found to be leaking via a tear in the soft cannula, however, it cannot be determined when or how this damage occurred. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose (bg) rose to 500 mg/dl. The pod was worn for between 36 and 48 hours. As treatment, a new pod was applied and a bolus was administered.